Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. No analyzable data were available for analysis. Thus the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 98 months, oversensing on the ventricular channel was reported due to a suspected lead breakage. The lead was capped on (B)(6) 2021.